Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of r-wave oversensing were noted on the right ventricular lead. No intervention has been performed at this time and the patient is stable with no consequences. Additional information has been requested.